Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had leakage. Inspection and testing of the returned device found a foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the watertightness of the hardness adjustment ring was not maintained, the bending angle was insufficient, the angle knob had play, the illumination lens was cracked, leakage was observed in the operation part, the operation part was discolored, the curved rubber adhesive was missing, the air/water nozzles were clogged and draining function was reduced, there was a foreign object inside the nozzle, the adhesive of the objective lens had come off, the adhesive of the lighting lens had come off, the universal cord had liquid leakage, the connector on the scope connector side of the universal cord was broken, the scope connector had liquid leakage, and the paint was peeling on the suction cylinder, the forceps plug cap had been scraped off. Scratches were found on the insertion tube, the operation part, the tip cover, the hardness adjustment ring, switch 1, the switch box, the up/down knob, the up/down angle fixing lever, the right/left knob, the universal cord, the scope connector, the right/left angle fixing knob, the operation unit cover, the grip, and the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a review was completed of the user's reprocessing steps and confirmed to be implemented according to the instructions for use. The foreign matter was unable to be identified. It is likely that the foreign material was larger than the inner diameter of the air/water nozzle which then got into the air/water supply channel and caused clogging. The specific root cause of the entry of the foreign material could not be determined at this time. Olympus will continue to monitor field performance for this device.